Event description:
During the device evaluation, the flex 3d deflectable videoscope was found to exhibit white dots in the image. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests the most probable cause of the observed white dots in the image is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.